Manufacturer narrative:
The test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results on two patients with multiple coaguchek xs meters serial numbers (B)(4), compared to a stago laboratory method. On (B)(6) 2019 patient 1 received a result of 5.6 inr on meter (B)(4). The result from the laboratory within four hours was 3.58 inr. The patient's medication was changed based on the meter result. On (B)(6) 2019 patient 1 received a result of 4.8 inr on an unknown meter. The result from the laboratory within four hours was 3.5 inr. On (B)(6) 2019 patient 2 received a result of 4.4 inr on meter (B)(4). The result from the laboratory within four hours was 2.97 inr. The patient's therapeutic range for patient 1 was 11.6 - 14.5 sec.